Event description:
Acct reports the rn in gastroenterology was attempting to inject medication into one of the ports for the procedure. The port "collapsed". Acct states the site was accessed with bd twin pak, the plastic cannula (303390). No pt injury occurred, the set was changed which is considered a nursing intervention.